Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to obtain add'l complaint info and the original product for eval have been unsuccessful. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the transformer housing was "broken apart," implying the inner electronics could be exposed, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints of this product are currently being investigated in order to determine root cause and will continue to be monitored. Should add'l info or the original product be received, resulting in new, changed, to corrected info, a follow up report will be filed.

Event description:
The customer reported to customer service that the box portion of the ac adapter had broken apart. No injuries were reported.